Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold, wear abrasion, and linear opening on radius leak test and microscopic analysis were performed which identified crease smooth linear opening on radius and yellow particles in the shell. The fill test inspection was performed; the result was no blockage. Based on the device analysis the final assessment was an opening crease smooth on radius assessed as fold flaw opening.

Event description:
Patient reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.

Event description:
Device has been explanted.